Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there were no actions or interventions taken to treat or resolve the neurological symptoms. The patient was referred to neurologist for overall care, not related to device or procedure. The patient was not hospitalized associated with her symptoms and/or imaging findings. There were no images of the device/observed abnormalities available. The cause of the patient's neurological symptoms and/or abnormal imaging findings was not determined. The patient has not undergone metal sensitivity or allergy testing and the physician does not suspect this as root cause of imaging findings. The patient recovered well, still has headaches and general neurological issues. This information has been confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who experienced adverse neurological symptoms approximately a month post-pipeline implantation. It was reported that on (B)(6) 2024, the patient presented with sudden onset pain in the occiput lasting approximately 3 hours. The patient underwent a neurovascular flow diversion procedure involving the placement of a pipeline and coils to treat a left posterior communicating artery (pcom) unruptured saccular aneurysm with a max diameter of 4mm and aneurysm neck diameter of 3mm. Patient vessel tortuosity was normal. The procedure was initially successful with no remarkable events and no reported device malfunction. The angiographic result post-procedure was unremarkable. Pipeline was patent with all vascular branches filling normally. Antiplatelet treatment information was unknown and not available. However, the patient then presented on (B)(6) 2024 with sudden onset right facial numbness, tongue numbness, and right upper extremity (rue) clumsiness and weakness lasting 1 hour. Computed tomography (CT) and magnetic resonance imaging (MRI) revealed truncation of the distal anterior and middle cerebral branches in the left hemisphere, significance of this observation was unknown. There was only minimal filling at the inferior margin of the aneurysm. Additionally, unusual subcortical white matter abnormalities with abnormal enhancement was observed on the CT scan. It was noted that the patient was discovered to be pregnant soon after the last embolization procedure. The pipeline embolization device remained widely patent without evidence of adherent thrombus. Multiple small distal anterior middle cerebral branch vessels appear truncated distally. These changes are not seen on the opposite right side.